Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2026, the patient experienced elevated blood glucose of 378 mg/dl and found a bent cannula during a supply change. The site was replaced and insulin delivery resumed successfully. The patient reported fatigue and thirst and later confirmed improvement with glucose trending down. No further information available.